Manufacturer narrative:
694765 lead implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appears to be oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.